Manufacturer narrative:
Method: environmental tests; temperature, humidity and vibration. Eval summary: the complaint device associated with this report was received. It is unk if the product was used according to labeled indications. Batch records were reviewed for lot 176687f and no deviations were identified. Chemistry and microbial results, environmental, utility, bioburden, and sanitization records were also reviewed and found to be acceptable. A visual examination of the exterior of the returned sample showed a small amount of dust-like debris and discoloration on the cap. Attempts to isolate the material for identification were unsuccessful, insufficient material present. Observation of the solution appeared to have no visible particulates, and had typical odor, coloring and clarity. Lot 176687f met all release criteria prior to product release. There are no similar reports for this lot. Add'l info was requested via mail on 10/11/2010; via fax on 10/11/2010 and 10/27/2010; via phone on 10/27/2010. At this time add'l info has not been received from the consumer's drs. Add'l info was received from the consumer on 10/28/2010. (B)(4).

Event description:
A consumer reported she was diagnosed with a corneal ulcer following the use of this product. She stated her dr treated her with an antibiotic and her eyes are starting to feel better. On 10/28/2010, add'l info was received from the consumer stating she has been using the product for years without a problem. She stated several days after opening a new bottle of the product she started to develop irritation in her left eye. She noted she limited her contact lens use; however, on day four she had severe pain and photophobia. She reported her dr diagnosed her with a corneal ulcer and treated her with an antibiotic and an antibiotic antifungal ophthalmic suspension. She reported her symptoms are resolving. Add'l info has been requested.